Event description:
The tubing connections of a therasphere infusion administration set loosened as fluid was pushed through. This issue was identified prior to a patient receiving the radioactive treatment. The kit was removed and disposed of along with the remaining kits with the same lot number.